Manufacturer narrative:
Device passed displacement, and self tests. No missing segments or partial displays, white displays, flashing white displays, gray or faded displays, or unexpected display anomalies were noted during testing. The lcd display has minor short scratches along the left and right edges; however the user can easily read whatever is displayed and navigate the menus. Inserted a test p-cap into the retainer ring, and it did lock into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the customer could not read the display. The customer stated insulin pump had scratches on the lcd screen and customer stated there some scratches but not covering the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.